Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported by the (B)(4) clinical specialist that a patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be >5mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the procedure, pressure was applied for 4 minutes. Approximately 5 minutes later a "football sized" hematoma was present without oozing. Manual compression was held for 30 minutes and a femostop was applied for 1 hour. Hemostasis was achieved and the patient was ambulated and discharged to home the same day with no clinical sequela noted.